Manufacturer narrative:
Problem was initially deemed not reportable because it was an out-of-box failure discovered during routine pre-installation checkout, and because there was no indication the instrument would not have performed properly if pads had been attached. Subsequent engineering analysis of the returned AED, confirmed on 9/5/05, identified a track break in the impedance circuitry, and determined that the AED might be incapable of measuring patient impedance to the point that it could enter therapeutic mode, so that if this problem were to elude notice during initial installation, the AED might not be capable of therapy if placed into service. Even though this scenario was deemed unlikely, the problem is being reported under the MDR regulation. The problem is deemed to be an isolated.

Event description:
Customer was peforming pre-installation test per directions for use and noticed that AED gave an incorrect startup prompt when turned on, announcing "analyzing, stand clear of patient" instead of prompting "apply pads." Unit was not placed into service.